Event description:
According to the reporter, they had two bravo capsules which failed to attach on the same patient. There was no harm to the patient, the capsules were retrieved with a net and the procedure was completed with a capsule from a different lot. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. It is stated that during placement of one of the capsules there was resistance felt with the delivery system. Neither of the defective capsules will be returned for investigation.